Manufacturer narrative:
Addition: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate.

Manufacturer narrative:
Upon further review of the file, this event should be deemed non-reportable as the type iii endoleak was resolved during the index procedure, and no aneurysm enlargement or secondary intervention was reported. Therefore, this medwatch will be retracted.

Manufacturer narrative:
A review of the manufacturing records for the device was not possible since the device lot/serial number was unavailable. The UDI for the device is not available since the device lot/serial number is unavailable.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent endovascular treatment using gore¿ excluder¿ aaa endoprosthesis (excluder) and gore¿ excluder¿ iliac branch endoprosthesis (ibe) for abdominal aortic aneurysm and left common iliac aneurysm. After deployment of ibe in the left common iliac artery, a contralateral leg endoprosthesis was deployed as a bridge graft to excluder. Angiography revealed a possible type iiia endoleak from the junction or a possible type iiib endoleak due to a graft hole. An additional stent graft was relined and the endoleak was resolved. The patient tolerated the procedure. It was reported that a iiib endoleak was suspected, but a graft hole was not be identified. At present, the physician believes it would have been a type iiia endoleak, because the bridge graft was 27mm but the narrow part of cia was about 14mm. An intraoperative video was provided.